Event description:
It was reported that during the implant procedure, the guidewire would not advance in the lead. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found normal device characteristics.